Event description:
A malfunction was reported by the caller, indicated by the code malf 16, suggesting an issue with the pump. There was no adverse impact to the customer's blood glucose level. The customer, after realizing the issue persisted despite resetting the pump, was assisted by technical support and will receive a replacement pump. The customer will use a backup insulin pump in the meantime.